Event description:
The customer reported that the system intermittently locked up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board, fluoro functions board (ffb), backplane, and the ps1 5 volts power supply on the ffb were replaced. The system was tested and found to be working as intended and put back into service.